Event description:
It was reported that customer pump showed malfunction alarm code 16 on multiple dates, with no blood glucose value information provided and no further event details available for the most recent reported date. There was no reported impact to the customer¿s blood glucose level. Customer stopped using pump, distributor arranged for device return for evaluation, and replacement pump was provided for continued therapy, with no additional information received regarding the final outcome of the event.